Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges death. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Additional information was received on 22 may 2025 and section h11 should be reported as: the manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges death. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.